Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal as well as a contaminated dso sensor. The dso seal and sensor were replaced to fix the issue.

Event description:
The device was returned due to displaying error code 41541. The results of the investigation found that the device's downstream occlusion (dso) seal was lifting. There was no patient involvement.